Event description:
The customer's sister called to report that the customer was hospitalized for low blood glucose levels. The customer experienced a seizure as well. It was stated that the customer hurt his shoulder during his seizure. Troubleshooting was not possible during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.